Manufacturer narrative:
A steris service technician inspected the unit and found the chamber drain strainer was full of debris. The technician cleaned the drain strainer, ran a test cycle and confirmed the unit to be operational. The chamber drain strainer should be cleaned out daily by user facility personnel as stated in the operator manual. The operator manual states (pp.8-2), "clean the drain strainer each day the sterilizer is used." While onsite the technician advised the user facility the importance of cleaning out the chamber drain strainer daily. Steris is filing this report as we are unable to determine if this event meets our reporting criteria; the user facility declined to provide additional event information.

Event description:
The user facility reported a positive biological indicator when using their amsco 400 sterilizer. Steris made multiple attempts to obtain additional event information, however, the user facility would not respond.